Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found experiencing leakage during use. The following has been provided by the initial reporter: on (B)(6) 2019, leakage at clamp was noticed after usage of the catheter one day.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8262064. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found experiencing leakage during use. The following has been provided by the initial reporter: on (B)(6) 2019, leakage at clamp was noticed after usage of the catheter one day.